Event description:
The customer reported experiencing low blood glucose for the past few days. The blood glucose reading was 22mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Performed the displacement test and the test failed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.